Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer), h6 (investigation findings) and h6 ( investigation conclusions). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Manufacturer product evaluation. The device was returned for evaluation. Customer report of "patient prosthesis mismatch" was unable to be confirmed through visual observations. X-ray demonstrated calcification nodules on the host tissue overgrowth on leaflet 1 and 3. Host tissue on the stent circumference was heavy at the inflow aspect. Host tissue overgrowth on commissures 1 and 3 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2, 3mm on leaflet 3 and 2mm on leaflet 1 at the inflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures. Leaflet 3 had non-transmural 0.5mm cut/tear near commissure 3 on the outflow aspect. Sewing ring was cut around the valve on the inflow and outflow aspect. Some suture threads remained attached around the sewing ring. Metal band was exposed around all three leaflets on the inflow aspect. Additional manufacturer narrative this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 290021mm was explanted from the aortic position after an unknown implant duration due to patient prosthesis mismatch leading to degeneration and growing gradient. Per product evaluation findings, heavy host tissue overgrowth was also observed. All three leaflets were thickened and swollen. A 25mm valve was implanted in replacement. This case involved a 67-year-old patient who was noted as to be fine after procedure.